Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was detached. No relevant service history was found within review period. No relevant event history was found. Visual and functional testing was performed. The reported issue was resolved by replacing dso seal. Upon further investigation, found upstream occlusion (uso) seal buckling. Replaced upstream occlusion (uso) seal. Performed dso/uso sensor calibration. Device passed verification testing post repair.

Event description:
It was reported that the downstream occlusion (dso) seal was detached, and a cracked battery compartment latch. The event occurred during testing. There was no patient involvement.

Event description:
It was reported that the downstream occlusion (dso) seal was detached, and a cracked battery compartment latch. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.